Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2020. H3 investigation summary: unopened samples of product code fz318, lot pkk666 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Besides, the needles were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance breakage needle or performance pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: according to the customer, representative samples not used has been returned.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pkk666, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any samples available and being returned for evaluation? If yes, is broken needle sample being returned or representative sample? Quantity being returned. Please provide device return status.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off and the needle broke. Used another device to complete the procedure. There were no adverse patient consequences. Additional information has been requested.